Event description:
Opened 2 surgical supply packs that were contaminated with debris; both packs discarded. We then just opened up supplies individually forgoing the pack since we had gotten 2 in a row that were contaminated; however when we did that, we did find some suction tubing that did have some debris on it. That was from cardinal health suction tubing lot# l20100122s ref# (B)(4) exp 9/30/2025 as a result of that having debris on it we once again broke down the set up, the patient was not yet in the room. We reopened everything and nothing else appeared to be contaminated. I do have the items and their paperwork with me and I will bring those down to the quality drop off area. Pictures attached of suction tubing packaging and tubing itself. Suction tubing available for return and analysis.